Event description:
It was reported that during a surgical procedure the system sustained multiple recoverable faults. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.